Manufacturer narrative:
(B)(4). Device received with pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Pump error alarmed during self test due to moisture damage on the electronic assembly.

Event description:
The customer's family reported via phone that the insulin pump was broken. Customer¿s blood glucose was 301 mg/dl at the time of incident. Customer states they see fluid under the lcd. Customer states the pump was not dropped. Customer states there were no cracks in the pump. The insulin pump will be returned for analysis.